Event description:
Bovina 7.0mm - 120 mm length cuff size 21 mm smiths medical tracheostomy tube was placed but was not long enough for the patient. The md had to try to aspirate the air out and was unable to get the trach tube to deflate. On several attempts it finally deflated but the patient ended up intubated during the time being due to not being able to ventilate the patient. The patient has significant tracheal stenosis. The md finally was able to remove the trach and place a new trach. The patient was returned to the ICU on the ventilator.